Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call failed battery test, blank display and damage on the insulin pump. Customer's blood glucose level was 110 mg/dl. Troubleshooting for failed battery test was performed. Customer advised they replaced the battery on the insulin pump and received the alarm. Customer replaced the battery once more and nothing happened. Troubleshooting for blank display was performed. Customer advised there was physical damage on the device. Troubleshooting for cosmetic damage was performed. Customer advised both sides of the insulin pump where the belt clip slot locks in had many cracks. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.